Event description:
During thrombectomy of lower leg (tibial artery) the pvasc detached from the delivery wire while trying to remove device from body. Large piece of tissue (not clot) was trapped between the tip of the penumbra bolt 7 and the pvasc device. This large chunk got caught in the pvasc and since it was solid and much larger than the bolt 7 tip, the friction an force caused the pvasc to detach.